Event description:
On april 16, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was not powering on. About 3 weeks ago, the pt noticed a battery symbol on the meter's display. The reporter replaced the meter's battery. However, the reporter apparently purchased an incorrect replacement battery. When the reporter called lifescan on april 16, 2007, he noticed that the battery contacts had a little corrosion. The pt was unable to test her blood glucose for about 1 week when the meter was not powering on. The pt tests her blood glucose twice a day. She takes "glyburide" (10 mg) two times a day also. Her normal blood glucose levels are around "140-150 mg/dl." On an unspecified time during the week that the meter was not powering on, the pt developed symptoms of sweating, thirstiness, bad vision, and sleepiness. The pt continued to take her medication as prescribed and tried testing on the reported meter. The reporter mentioned that she was not able to get any meter readings because of the power issue and was also getting a few unspecified "error" messages. When the pt visited her dr in 2007, as part of a regular checkup, her blood glucose was checked using an unidentified device and a result of over 400 mg/dl was obtained. The pt was treated with insulin and released after a few hours. The reporter stated that pt usually calls her dr for advice whenever her blood glucose is over "180 mg/dl." The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt allegedly was unable to test her blood glucose for about 1 week, developed symptoms suggestive of hyperglycemia, and rec'd insulin treatment to lower her blood glucose. The pt claims she would have called her dr if she had known her blood glucose was becoming elevated during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.